Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and oversensing. It was noted that the thresholds were high since implant. The rv lead remains in use. No patient complications have been reported as a result of this event.